Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a keratoplasty procedure on an unknown date and suture was used. The needle bent because it was too deep in the foam. The suture also broke and the needle broke. There were no adverse patient consequences reported.